Event description:
The roche magnapure is an automated system to extract purified dna from patient blood samples. The dna is then tested for genetic disorders and is also used to determine the efficacy of bone marrow transplants. It was discovered that patient samples were being co-mingled during the extraction process. This resulted in mixed dna samples and could have yielded false positive results. The contamination issue seems to only occur when using the "large volume" protocol (1.0 ml). The lab has discontinued the large volume protocol.